Event description:
It was reported that the continuous glucose monitor indicated a nocturnal low glucose reading while the patient was asleep, after which the patient ingested glucose tablets and milk; the family and agent discussed the likelihood of a compression-related false low due to sleeping on the sensor. Symptoms included no reported hypoglycemic symptoms. Outcomes included user-performed oral carbohydrate treatment with return to a satisfactory condition and no need for further assistance.

Manufacturer narrative:
Investigation included user education and troubleshooting regarding potential compression lows and nighttime sensor readings. Investigation of this case revealed no confirmed blood glucose value and no corroborating symptoms, with a likely sensor compression artifact discussed. It was concluded that the event was consistent with a suspected sensor compression low without clinical hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.